Event description:
The following was reported to gore: on a unknown date, a chronic renal patient needing access for hemodialysis was implanted with a gore propaten vascular graft. The gore propaten vascular graft was implanted in patient´s arm and after 6 months of punctures, the physician reported that the material presented a hole resulting in a hematoma and the graft was explanted. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. Cause of the reported event cannot be established based on evaluation of the manufacturing records and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.